Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer¿s reported blood glucose levels were 313 mg/dl, 254 mg/dl and 297 mg/dl. The customer reported that the insulin pump had a software error detected alarm. The customer reported that they were able to successfully clear the alarm and rewind the insulin pump. The customer reported that they performed the self test. The customer reported that the insulin pump did not pass the self test and gave a hardware low level failure error. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and the displacement test. No unexpected pump error or hardware low level failures alarms noted during testing however, the downloaded history files confirmed pump error alarm due to a software error and hardware low level failures is found in the downloaded history files due to broken pin 1 (vdd) trace at u1 on the keypad assembly. The information provided that the incident date with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6) 2019.